Event description:
The customer reported that during a laparoscopic hysterectomy, a part of the device jaw broke off and fell into the patient's abdominal cavity. The piece was retrieved and there was no harm to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.